Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 85mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer keeps their pump inside their pocket without a case. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.